Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Health professional has declined to provide additional information. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported, "explanted band [and] port / due to patient having severe acid reflux. Patient had a gastric bypass."